Event description:
It was reported that the patients right ventricular lead had dislodged, as a result of twiddlers syndrome. The lead was explanted and replaced. The patient's condition was fine post procedure.

Manufacturer narrative:
(B)(4).